Event description:
The patient reported their blood glucose (bg) level rose over 24 mmol/l (432 mg/dl), while wearing the pod between 37 and 48 hours. The patient reportedly smelled insulin and noticed the pod leaked insulin. Treatment information was not provided.

Manufacturer narrative:
The device was received in the deployed state. The external soft cannula was found to be torn off. The soft cannula therefore measured shorter than expected, 20.41mm in length, due to the damage to the soft cannula. Additionally, the unexposed part soft cannula was found to be damaged with a tear 14.35mm above the nailhead. It was determined that the internal and external cannula damage occurred as a result of the same event, however the exact cause and timing of this event could not be determined. It could not be determined whether the damage contributed to reported event. The downloaded data does not show any timeouts or drive stalls during the run. No other damages or defects were found with the device and the cause of the reported event could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone: data not available. Cloud - omnipod 5 software app version: data not available. Cloud - smartphone operating system: data not available. Cloud - smartphone hardware: data not available. Cloud - cgm sensor type: data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.